Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that during use in a (B)(6) male patient, leakage was found at the hemostasis valve on the introflex introducer. There was no blood loss due to the event. The introducer was exchanged for another one to solve the issue. The new introducer was placed removing everything and starting the procedure from the beginning, which entailed a new stick. There was no patient injury.

Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-typed introducer with kit. A leak test was performed with and without a catheter inserted, and leakage was observed with the catheter. The introducer valve¿s internal components were examined and the wiper gasket was found to be torn. The torn section of the wiper gasket was missing and not returned. No other damage was observed to any of the other returned components. The customer report of "leakage" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.